Event description:
This is filed to report the suspected tissue damage. It was reported the mitraclip procedure was performed treat grade 4+ degenerative mitral regurgitation (mr). During preparation, after the dilator was flushed, it was observed that the steerable guide catheter (sgc) hemostasis valve was off center. The sgc still functioned as intended and was continued to be used without issues. The posterior leaflet had a large prolapse and was friable and curly. The clip was advanced to the mitral valve; however, the posterior leaflet could not be grasped. Mr slightly worsened during the grasping attempts. It is possible leaflet damage may have occurred. No clips were implanted. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported inability to grasp the leaflets was due to challenging patient anatomy. The reported tissue injury appears to be due to a combination of procedural circumstances and challenging anatomy. The reported worsened mitral regurgitation (mr) was a cascading effect of the reported tissue injury. The reported patient effects of mr and tissue injury as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.